Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blank screen, does not switch on. The customer blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with missing segments and a partial display with horizontal black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test or verify audio/vibrate anomaly due to display anomaly.